Manufacturer narrative:
The device was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 2012 ohms. Technical services (ts) was contacted and after reviewing the data noted a gradual increase in pacing impedances. Additionally, ts recommended reprogramming options for the rv lead. This rv lead remains in service. No adverse patient effects were reported. Additional information received detailed this rv lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements; therefore, it was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of 2012 ohms. Technical services (ts) was contacted and after reviewing the data noted a gradual increase in pacing impedances. Additionally, ts recommended reprogramming options for the rv lead. This rv lead remains in service. No adverse patient effects were reported.